Event description:
A report was received that the patient had an ulcer at the clik anchor site. The ulcer was suspected to be a pressure from the clik anchor. Patient's symptoms included a red, inflamed area on the mid back. The physician performed excision and debridement on the area and buried the anchors deeper. The skin was sutured back closed. The patient was doing well postoperatively, and the incision site was healed.

Event description:
A report was received that the patient had an ulcer at the clik anchor site. The ulcer was suspected to be a pressure from the clik anchor. Patient's symptoms included a red, inflamed area on the mid back. The physician performed excision and debridement on the area and buried the anchors deeper. The skin was sutured back closed. The patient was doing well postoperatively, and the incision site was healed.

Manufacturer narrative:
Additional information was received that the clik anchors weren't originally implanted. The physician buried standard anchors that come in lead kit deeper. Additional suspect medical device components involved in the event: model #: 6015248-010, serial/lot #: (B)(4), description: 1cm suture sleeve, model #: 6015421-023, serial/lot #: (B)(4), description: 2.3cm suture sleeve, model #: 6015413-040, serial/lot #: (B)(4), description: 4.0cm suture sleeve.